Event description:
It was reported that the patient presented in clinic with a right ventricular (rv) lead that exhibited low defibrillation impedance. The physician elected to cap the superior vena cava (svc) connector pin portion of the lead and plugged the svc port on the device. The lead remains implanted. The patient was in stable condition.